Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (as high as 390 mg/dl) and a bolus was delivered to address the bg level. The customer thought that the high bg may possibly be related to a gallbladder issue. As the high bg had occurred in the past, tandem technical support advised the customer to discuss the event with a healthcare provider.